Event description:
The customer reported that the system had poor image quality with dark grainy images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor setting were adjusted during the service call. The system was tested and found to be working as intended and put back into service.